Event description:
The distributor contacted animas on (B)(6) 2013 and reported a keypad issue, the patient could not unlock the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 11/25/2013. Device evaluation: the device has been returned and evaluated by product analysis on 11/14/2013 with the following findings: a review of the black box and alarm history showed multiple and consecutive call service alarms on the reported failure event date. The pump powered ¿on¿ with a call service alarm that could not be cleared. The call service alarm was defined as a flash chip corruption and it was recorded appropriately in the device's black box. The keypad was removed from the base and inspection showed no contamination or damage to the key¿s contact. The pump¿s cover was removed and the flash chip u39 was replaced. The pump was able to power on and to display the ¿verify¿ screen with no further alarms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.